Event description:
The distributor contacted heartsine to report that their device gave child prompts when no child cassette was inserted. Inappropriate voice prompts may lead to an inability understanding how to use the device correctly, which could prevent or delay defibrillation therapy. There was no patient involvement reported with the event.

Manufacturer narrative:
The device was not returned for evaluation. The cause of the reported issue could not be determined. H3 other text : device not returned to manufacturer.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow up report.

Event description:
The distributor contacted heartsine to report that their device gave child prompts when no child cassette was inserted. Inappropriate voice prompts may lead to an inability understanding how to use the device correctly, which could prevent or delay defibrillation therapy. There was no patient involvement reported with the event.